Event description:
The reporter contacted animas on (B)(6) 2014 alleging the no particular pump malfunction; however, the patient¿s hcp advised replacing the pump due to the bg excursions of unknown cause. An adverse event is not being reported because the device does not have a 510k assignment. This complaint is being reported because the alleged inaccurate delivery issue remained unresolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 04/25/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04/09/2014 with the following findings: review of the black box data revealed the last basal and bolus deliveries occurred on february 17, 2014. Only typical usage was observed in the pump history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump was exercised for 24 hours with no issues. The pump was evaluated and found to be operating within required specifications without malfunction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.